Event description:
It was reported that during a lap gastric bypass procedure, the applier would not hold the clips and they were dropping out of the device. Used a second device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.